Event description:
Philips received a complaint by the customer on the v60 indicating that the accept button was not functioning. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the accept button was not functioning. A preventative maintenance (pm) was being performed on the device but the accept button was not functioning therefore the pm was unable to be completed. This investigation is ongoing.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
It was reported that the accept button was not functioning. A philips authorized service provider (asp) went onsite and replaced the front bezel to resolve the reported issue. The philips asp replaced the front bezel to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.